Event description:
It was reported the patient presented in clinic for follow-up. X-rays taken showed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. There were no patient consequences before, during, or after the procedure.

Manufacturer narrative:
Further information was requested but not received.